Manufacturer narrative:
(B)(4). Date sent: 6/12/2024. D4: batch # 483c85. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with three gst45t reloads present. The reloads (b & c) were received fully fired and the reload (d) was received partially fired 1/2. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 483c85, and no non-conformances were identified.

Event description:
It was reported that during an lar, when transecting the colon in an lar with device, the stapler stopped firing halfway. Had to use reverse knife function twice to bring the knife back. Had to open a new stapler & black reload. No patient consequences were reported.